Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the pump was alarming for loss of prime and when the pump was reviewed air bubbles were seen in the tubing. The reporter indicated that the patient experienced a blood glucose of 425 mg/dl with lethargy and thirst. The reporter was advised on removing the bubbles from the tubing and cartridge and the reporter was advised to use a different lot of cartridge to see if the loss of prime issues resolved. The reporter confirmed being able to prime the pump without difficulty. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.